Event description:
Tech alleged brakes would lock and hold, but if bed is pushed from the side, wheel would swivel.

Manufacturer narrative:
Tech replaced head casters to resolve. No injuries reported.